Manufacturer narrative:
Conclusion: per trials guidelines, recommend scrapping unit.

Event description:
It was reported via repair work order that the base leg was loose/wobbly due to being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.